Event description:
The patient called and reported that they were shocked while being intimate with their wife. The patient also stated that the field representatives left an alarm on their device after they were assured that nothing would be left programmed on. But then the next morning the patient heard beeping and had the device check. The patient was told that the device was searching for the modem. The patient indicated that the alarm is a concern for the patient because of their bad heart it is stressing the patient. The patient noted that they are very unhappy with the professionalism of the representatives involved in his case. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).